Event description:
A corneal specialist reported that a patient developed culture-proven fusarium keratitis of the left eye after use of renu with moistureloc multi-purpose solution. The patient used the product during 2006. There was no evidence of infection in the right eye. The patient was initially treated by an optometrist who started therapy with moxifloxacin eye drops and prednisolone acetate 1% for approximately one week with no improvement of symptoms. The patient was referred for further evaluation by an ophthalmologist followed by referral to the reporting corneal specialist and seen on the event date. Eye cultures were reported as fungal elements on the preliminary report followed by confirmed culture of fusarium. The patient was treated with natamycin every 1-2 hours for the first week and four times daily for 3 more weeks and fluconazole 200 mg twice daily by mouth for four weeks. As of the next three months, the patient healed nicely with a corneal scar in the area of the ulcer. Vision was 20/40-20/50. The physician reported this event to the FDA on 05/16/2006 and forwarded a copy of the report to bausch and lomb.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.